Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was unknown. The customer stated the reservoir and insulin were changed every 2 to 3 days. The customer stated that the cannula was bent. The customer treated manually and switched out the set. The customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.